Event description:
A device report from (B)(6) indicated a hospital in (B)(4) reported: pt with iterative pseudoarthrosis of the clavicle had a resection of pseudoarthrosis area with bone graft and a lcp plate implanted on (B)(6) 2011. The plate was found approx three (3) months later. Revision surgery was performed on (B)(6) 2012, hardware was removed and removed and a new plate was implanted.

Manufacturer narrative:
The mfg documents were reviewed and no complaint related issues were found. The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.